Event description:
It was reported that during a right upper lobectomy procedure the device was closed and fired across the pulmonary artery. The surgeon stated that the device felt crunchy. The device cut and but did not staple. The patient lost 2 liters of blood. The patient was in the cvicu unit overnight. Unknown if the patient was given any blood products. The case was completed by sutures. The patient is currently doing well. One device to be returned for analysis. Additional followup provided from the sales rep, "it was the first firing of the atw35. It was unclear if there was any difficulty closing the device; none noted when I spoke with the surgeon as a follow-up. It was an open thoracotomy to begin with, so it was finished open not endoscopically. A blood transfusion was required. No changes, to my knowledge, of a different post-op course. Patient is expected to have full recovery.the dr. Has been using this device for years.

Manufacturer narrative:
Date sent: 10/22/2009. The analysis results found that the tr35w reload was received instead of an atw35. The reload was fully fired, and without damage to the spring cartridge lockout. No functional test could be performed, due to the condition of the returned device. It should be noted that all instruments are inspected 100% for staple presence by a vision system. In addition a sample of the batch is inspected to ensure the device meets the require specifications prior to shipments. Event could not be confirmed, as no device was received for analysis. A batch record review was performed, and no anomalies were found during the manufacturing process.